Event description:
Customer reported that during iabp therapy, balloon rupture and blood leakage in the iab catheter were noted. No alarm was generated. The procedure was completed with the iab catheter successfully. No pt injury was reported.

Manufacturer narrative:
The device has not yet been evaluated. A supplemental medwatch report will be submitted when add'l info becomes available. (B)(4).